Event description:
Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse effects reported. New right ventricular (rv) and left ventricular (lv) epicardial pacing leads were implanted. Tachycardia therapy was programmed off, however, this device remains implanted and connected to the epicardial leads for temporary pacing support. Subsequently, a high out of range shock impedance measurement was detected due to no implantable defibrillation lead being connected to the device.

Manufacturer narrative:
Additional information was received that this product was explanted and replaced approximately one month later. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--